Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown 2.7mm variable angle screw/unknown quantity/unknown lot. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that the screws broke underneath the plate during extraction. Concomitant device reported: variable angle medium distal tibia plate (part# unknown, lot# unknown, qty 1). This report is for 2.7mm variable angle screws, unknown part number, unknown lot number, unknown quantity. This is report number 1 of 1 for complaint (B)(4).